Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as open abrasion from lv rubbing against the skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician provided nystatin powder for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.